Event description:
It has been reported to the company the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon into the patient and inflated the occlusion balloon to occlude the vessel. The occlusion balloon started to deflate immediately. The physician noticed a leak at the proximal end of the device (microseal) which resulted in the occlusion balloon deflating. The device was removed from the patient and replaced with another to complete the case. There was no patient impact.